Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient had surgery laser vision correction surgery in 2016. An enhancement procedure was performed on (B)(6) 2017 and patient presented on (B)(6) 2017 with epithelial ingrowth in both eyes. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had complaints light sensitivity and being uncomfortable after irrigation was completed. Patient reported symptoms are not interfering with daily activities. Patient's symptoms were resolved on (B)(6) 2017. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.50 x .00 x 90, left eye pre-op 20/20 -4.25 x -.25 x 105. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.75 x .00 x 90, left eye pre-op 20/20 -.75 x -.25 x 15.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.